Event description:
Customer called to minimed on march 28, 2000 and informed that customer, on march 27, 2000 during use of customer's infusion set, had been hospitalized with a very high blood glucose level. The dr observed that the infusion set was leaky at the tubing/luer connection. 1 used sample has been returned for analysis.